Event description:
The customer reported a loss of motorized movement. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and tightened the orbital and rotational feedback pot belts. The system operates as intended.